Event description:
Reporter stated that customer received the following results on 2 different meters within 1-2 minutes: 28.4 mmol/l (mobile system) and 8.4 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred (B)(6). In while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(6). Note: during investigation of mobile meter memory, a similar result of 28.7 mmol/l was found.